Event description:
It was reported that the patient on pca dilaudid. Cadd pump was in use and the unit placed a pharmacy-filled 250 ml cassette. Reservoir volume at zero. Cassette changed (large volume reservoir being used). This cartridge checked for residual and noted to have 16 cc of residual medication still in the cartridge. New cadd pump ordered and a new medication cartridge initiated. Biomedical engineering tested cadd pump post event and found no operational issues. Unable to conduct testing with actual pump cassette involved in event due to the contents. Further testing was conducted by biomed and the testing performed did not find any discrepancy in delivery. Biorned was unable to duplicate errors. Unit tested with a 250 ml cassette filled with ringers solution by pharmacy . Ran at 13 ml/hr. Pump ran for approximately 19 hrs and 15 rnins and test results indicated unit performed properly. The event occurred on the nursing unit. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.